Event description:
It was reported that the ablation generator with a catheter was being used for a patient with wolff-parkinson-white syndrome (wpw). Low battery was indicated after approximately 20 radio frequency (rf) cycles at 60 degree celsius and each one lasting about 60 seconds. The battery was then replaced. The ablation generator was "heating up" and low battery became more frequent with intervals as short as five minutes. The battery was replaced each time the message was displayed. A burning odor was coming from the ablation generator during the fourth replacement of the battery and another back up unit was used for the remainder of the ablation procedure. The replacement generator used the same battery and no low battery indicator message was displayed until the end of the procedure. The generator was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that functional testing resulted in no anomaly. The unit was put through 20 cycles of operational tests at 30 watts, 100 ohms for 60 seconds, indicating no anomaly. It was further tested for 20 cycles of current delivery, but the reported burning odor or smoke was not verified. (B)(4).